Manufacturer narrative:
The device was not returned for evaluation; therefore, no physical or visual analysis of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As noted in the device instructions for use (dfu) precaution: do not torque, advance or withdraw the guidewire if significant resistance is felt. Torqueing, advancing or withdrawing a guidewire against significant resistance may cause vessel damage, guidewire damage and/or guidewire tip separation." As indicated in the device instructions for use (dfu) warnings: attention should be paid to guidewire movement in the vessel. Before a wire is moved or torqued, the tip movement should be examined under fluoroscopy. Do not torque a wire without observing corresponding movement of the tip. Always advance or withdraw a wire slowly. Never push, auger, or withdraw a guidewire which meets resistance, or the guidewire may perforate the vessel if forced against resistance. Resistance may be felt tactilely or noted by tip buckling under fluoroscopy. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that procedural and/or clinical factors have impacted on the event as reported. The patient information is unknown. If there is any further relevant information received, a follow up medwatch report will be submitted.

Event description:
Event description: the doctor used a thruway guide for a jetstream procedure. Everything went well. Then the doctor put a stent on this guide. When the guide was removed, the distal part of it became detached. The doctor tried to recover it, but it was impossible. So, she fixed it with the stent. What troubleshooting steps, if any, resolved the issue?: the doctor used a stent to fix the tip of the guide. What is the next course of action?: n/a. Patient present at time of event?: yes. Patient complications: no patient complications. Was issue present upon opening package?: no. Photo or video of issue: no.